Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflator had no power. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that due to damage on pressure reducer, pressure control function does not work properly. Based on the results of the investigation, the definitive root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.